Event description:
It was reported that the cuff didn't inflate. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product sample was received; therefore, root cause could not be determined. No corrective actions were taken because complaint could not be duplicated due to product sample not being returned. Additional information provided in: e2, e3, h2, h6, h10.